Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information and imaging provided by the account, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Additional mitraclip mentioned in b5 will be filed under separate medwatch number.

Event description:
It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade unknown. One clip xtw (lot: 11124r114) was implanted successfully. Due to progression of heart failure, the patient returned with recurrent mr grade 3-4. The clip remained stable on the leaflets and there was no leaflet damage. An intervention procedure was performed on (B)(6) 2024. Suboptimal transseptal puncture. A xtw (lot: 31113r2032) was attempted to be implanted. During gripper orientation in the left atrium, the tactile marker gripper was not functioning. Troubleshooting was performed but did not resolve the issue. The clip was removed. Outside the patient the gripper issue continued. A replacement xtw (lot: 31113r2032) was then placed on the valve. Establishment of final arm angle (efaa) had no issues. After release, the clip opened to approximately 20 degrees. The clip remained stable and no additional clip was placed. The procedure ended with unchanged mr grade 3-4.